Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was explanted andreplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t competitor implantable pacing lead, (B)(6) 2005, 1591 competitor implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.